Event description:
Health physicist reported that the unit would not discontinue emission of x-rays after foot switch released. Unit continued to emit x-rays after power switch was turned off. Unit stopped emitting x-rays after unplugged from power source.